Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer over filled the cartridge. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Cause was not known. At the time of the report, the customer had not addressed bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to (B)(4) units (3.0 ml) of insulin. Device not returned